Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hyperglycemia, with a blood glucose over 500 mg/dl. The customer stated that she had been having issues and no delivery alarm problems. The customer then stated that she had changed her infusion set a few times before because of the no delivery alarms. Furthermore, the customer stated that her blood glucose levels continued to run high. It was found that the health care personnel had changed her carb ratio in the bolus wizard and that the reservoir was not locked into the insulin pump properly. The customer also stated that she has had bent cannulas. The customer's perceived cause of high blood glucose levels was from the reservoir not being properly connected. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was mentioned.